Event description:
It was reported that the wireless connection from a patient's device to the remote monitoring system was not working while the wired connection was working.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.